Manufacturer narrative:
The product was returned for analysis, but the evaluation and testing has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During the procedure, the balloon ruptured at 4 atmospheres. The stent was successfully deployed and the lesion was post-dilated. There were no adverse effects to the patient and no other information was given. The stent delivery system will be returned.